Event description:
It was reported that catheter removal difficulty, stent damage and stent dislodgement occurred. The target lesion was located in the left anterior descending artery (lad). After a non bsc guide extension catheter was placed, a 2.25x16mm promus premier¿ stent delivery system (sds) was advanced but was unable to cross the lesion. When the sds was removed through the guide extension catheter, the stent became stuck and damage. It was also noted the stent came off from the sds balloon and became embolized into the non-bsc guide extension catheter. The devices were removed together and completed the procedure with a different device. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).